Manufacturer narrative:
Address line 1: (B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported rupture. This record relates to the right side. The device has been explanted.

Manufacturer narrative:
Device evaluation: one extended opening. A weight test of the device was verified and the device underweight. A microscopic analysis was performed which identified one sharp edge opening in the shell with nick and wear abrasion. A dimension measurement in the shell was performed which identify the thickness within specification. Based on the device analysis the final assessment is: a sharp edge opening in the shell with nick in the side posterior assessed as surgical impact opening.

Event description:
Healthcare professional reported rupture. This record relates to the right side. The device has been explanted.